Manufacturer narrative:
Since this event may have involved four medical devices, four manufacturer reports are being submitted. This report describes the first device. Report numbers 9611385-2015-00012, 9611385-2015-00013, and 9611385-2015-00014, describe the second, third and fourth device, respectfully.

Event description:
On (B)(6) 2015, a dentist reported that one of his patients had need for endodontic treatment in two teeth. The endodontically treated teeth had a crown and an onlay made from 3m espe lava ultimate cad/cam restorative for e4d. Other 3m espe products used in this treatment might include 3m espe relyx ultimate cement, 3m espe scotchbond universal adhesive, and 3m espe unicem 2 cement. No other patient information was made available to 3m espe.